Event description:
Pt with catheterization on pancreatic cyst for drainage. In 2004 catheter was found in floor of pt's room. On exam catheter tip appeared broken. CT follow-up showed a residual approx. 5 cm in length catheter tip.